Event description:
Our dexcom g7 sensor failed again in the middle of the night. I am insulin dependent and must have this working. I can't afford to be paying for something that doesn't work. The g7 sensor has now failed four times this year alone, mostly in the last 3 months. Please investigate this product as it is very dangerous. Reference report: mw5157005, mw5157007, mw5157008.